Event description:
Per the audiologist's report, this pt heard popping while using her speech processor. The pt's external equipment was exchanged but this did not alleviate the problem. An integrity test adminstration in 2006 showed normal receiver/stimulator function and anomalies on several electrodes. Clinicians suggested reprogramming the device. The audiologist reported that reprogramming did not alleviate the popping noise an that the pt's performance was poor. The surgeon explanted the device (date not confirmed). A new device was implanted during this surgery.